Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the intercom (gantry microphone and speakers) inside the exam room were not operational. There was no report of harm to a pt or an operator as a result of this issue. Philips service determined that the intercom failing to operate was the result of a failed CT box.